Event description:
It was reported that the user¿s ilet system was unable to pair with the dexcom g7 sensor after prolonged attempts, leading the user to disconnect the pump for the night and plan to try again later. Symptoms included hypoglycemia with fingerstick blood glucose readings of 68 mg/dl and 66 mg/dl. Outcomes included self-treatment with oral glucose and no further escalation. Investigation included troubleshooting and user education performed with the user, which did not resolve the pairing issue. Investigation of this case revealed a sensor pairing failure with the responsible device not definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.